Event description:
During routine testing of the device at the service center, the service tech reported the battery failed the backup test. The battery was then replaced. Since this event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.